Event description:
The clinican successfully deployed a trunk ipsilateral device. While positioning the contralateral limb device, the clinician inadvertently deployed the device inside the 12fr. Sheath. While trying to remove the device back through the sheath, the distal olive became detached. A guidewire was advanced into the trunk's main body to free up the olive tip and to allow the contralateral leg device to move. The clinican decided to deploy the device outside of the contralateral gate. The sheath was pulled back and the device spontaneosly deployed approximately 3cm below the main body. A snare was employed from the trunk ipsilateral side to retrieve the olive tip from the guidewire located in the main body. The gap between the contralateral limb and the gate was bridged with the successful deployment of a 2nd contralateral limb device. The left hypogastric artery was inadvertently covered. The pt was doing well following the procedure.